Event description:
It was reported that the device was used during a laparoscopic hernia repair, the device fired staples that did not form. Another deivce was used to complete the case. There were no consequences to the patient.